Manufacturer narrative:
The generator was returned for failure analysis and the reported failure (error c-34 on start) was confirmed and reproduced. The unit was place on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the system displayed error code c-34 while firing the monopolar instrument. The bipolar energy worked as expected. The site rebooted the generator several times, but the issue persisted. The generator was replaced with an external esu generator. Following this, the procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the system functionality was checked upon powering the system, and error c-34 occurred immediately after the generator was powered on.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. Isi has received the generator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the submitted image was performed and the following additional information was provided: the image shows the dual pad settings on the generator.